Event description:
The customer reported that the operational check test failed, where the shock button did not respond.

Manufacturer narrative:
(B)(4). The customer reported that the operational check test failed, where the shock button did not respond. There was no reported patient involvement. The device was repaired by replacement of the processor pca. After passing all performance assurance tests, the device was returned to the customer. This was a malfunction of the processor pca that caused a shock switch failure. See scanned page.